Event description:
Literature was reviewed regarding ¿when endovascular interventions for endoleaks fail¿ an aneurx stent graft was explanted due to continued sac expansion. The right limb was left in place as the case was performed through the left retroperitoneal approach and there was no distal right iliac pathology. No additional clinical sequalae were provided.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled ¿when endovascular interventions for endoleaks fail¿ delbono l, beaulieu r seminars in interventional radiology 2024;41:554¿559 https://doi.org/10.1055/s-0044-1800954 date of publication used in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.